Event description:
During a pal evaluation by baxter personnel, a colleague infusion pump was found to have experienced failure code 403:317:864:0000, which interrupted delivery. There was no patient involvement, injury or medical intervention. This involved an unremediated infusion pump with user interface module master software version 5.04.00.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 403:317:864:0000 was discovered during pal evaluation. The reported condition was confirmed in the event history, but was not reproduced. The cause of the reported condition was not identified. However, quality engineer replaced user interface module printed circuit board (uim pcb) to fix reported condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
The device has been received for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4)